Event description:
Letter from dr. "I have had a pt who without any previous history developed toxic syndrome shortly after first using device." Per discussion with dr, pt had last used device on 10/19/96. Pt had also had antibiotic eyedrops two weeks earler with a "hives" reaction one week later and prior to the use of device. Pt was not wearing or using device at time of event. The pt discontinued use of device and two days later developed symptoms including: slight fever (100.4-1011), general aches/pains, malaise, headache, swollen hands, sore throat, redness on feet, dypsia, stiff muscles: vital signs (heart/pulse/blood pressure) were reported to be normal. Pt was admitted to hosp for fluids and antibiotics. Per physician consultant: this does not fit typical tss because pt developed symptoms after use of the product was discontinued. Tss should occur during use of the product.